Event description:
Case description: consumer reported via e-mail that tampon tore in half inside her and split apart. No serious injury reported.

Event description:
Tampon tore in half inside me- vagina [foreign body in reproductive tract] tampon tore in half inside me [device breakage] tampon tore in half inside me - while removing tampon [complication of device removal] cause was traced to design [product design issue] case description: consumer reported via e-mail that tampon tore in half inside her and split apart. No serious injury reported.